Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, no stable interrogation was possible. The cable of the device had a deep cut and the overall shielding was visible. It was also noted that the anti-slip layer was ripped off the label of the device. (B)(4)

Event description:
It was reported that there was no or intermittent telemetry contact with implants. A provocation test plus reconnection did not fully resolve the issue. It was requested that telemetry contact with the programmer be checked. The programmer and radiofrequency (rf) head were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.